Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red/orange blinking light indicating a potential product performance anomaly with this implantable cardioverter defibrillator (ICD). A boston scientific company representative offered troubleshooting assistance, however, assistance was refused. The patient was noted to be scheduled for an in clinic programmer interrogation on a future date. Subsequent information was received that the patient was later unenrolled from the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.